Manufacturer narrative:
(B) (4). The ge service rep checked the error logs and found a single occurrence of the ac power error message. No other problem was noted. The system operates as intended.

Event description:
The customer reported that the system did not boot up. No pt injury was reported.